Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
The customer evaluated the device.

Manufacturer narrative:
The biomedical engineer replaced the data acquisition board to correct the reported issue. The board was not returned for failure investigation. The determination could not be made why the device failed to meet specifications. The device is approved for clinical use. Date of event: (B)(6) 2015. (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm.